Event description:
Adverse started after a few months after placement of device and have gradually worsen over the years. Symptoms include: severe pelvic/abdominal pain, severe cramping during menstruation, mood-swings, depression, and anxiety, weight gain, fatigue, brain fog, severe headaches, hair loss, chronic joint and back pain.